Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient was having constant stimulating in their legs, so they wanted to lower stimulation. Patient stated that in the upright, sitting, and bending position the ins was set to 11.6ma, but then on its own, it would change to 12.8ma. Patient mentioned that when they met with the manufacturer representative for programming they were told that if ever they needed to adjust stimulation, for patient to in the position for 30 seconds. Patient stated that turned the stimulation down to 11.0ma and it stayed. During the call, patient communicated with ins and showed stim was on. They confirmed adaptive stimulation was enabled. The controller was displaying the correct position and amplitude. Patient then changed to desired position. It was reviewed to stay in that current position for 5 minutes per the type of ins and clinician setting. Patient checked their settings during call and showed 11.0ma then patient was asked to change to laying down position which setting showed 8.5ma. Patient confirmed those were both desired settings. Patient was asked to get back in upright position and the setting showed as 11.2ma. Patient was asked to lower stimulation to 11.0ma and stay in that position for a few minutes and if the issue didn't resolve, for patient to follow up with healthcare professional or rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulation changing on its own happened 1 time since. No further actions were taken to resolve the issue. Patient said "yes-no" that lowering the stimulation helped resolve the constant stimulation in their legs. No patient symptoms or complications were reported in this event.